Manufacturer narrative:
Result of investigation: vyaire medical determined the root cause due to defective inspiration block - o2 pressure limiter, defective norgren pressure regulator p# 301.229.000_a. Scar sc-ch-20-002 has been initiated.

Manufacturer narrative:
At this time, the suspect device has not been return for investigation. Therefore, no further evaluation can be identify. The field service representative initiated to go onsite. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported bellavista 1000 intermittent no o2 dosing active alarm while connected on a patient. It was also reported that the patient was placed to a back up ventilator. At this time, patient harm is unknown.